Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The stenosed target lesion was located in the severely calcified left anterior descending artery. A 4.00x16mm promus element plus stent was advanced to the lesion but it got caught in the calcium and failed to cross the lesion. As the stent delivery system was removed from the patient, the stent came off the balloon. The physician retrieved the device from the patient and completed the procedure with a different device. No patient complications were reported and the patient is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).